Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 08/28/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection under the microscope showed that the lens was cut from the edge across the optic. The condition observed in the lens and the way the cut was formed was consistent with a lens that was cut due to iol removal or explant process. Due to the condition of the lens additional analysis was not possible. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional investigation requests for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional info: additional information was received and it was learnt that there no other visual issues. The intraocular lens (model ar40e, +26.5 dioptre) was explanted and replaced with another lens, same model smaller diopter (+21.5). No complications were reported during the explant. The patient was reported doing fine when discharged. Also the surgeon name was provided. No further information was provided. (B)(6). Health professional: yes, occupation: physician. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported a sensar intraocular lens (iol), model ar40e 26.5 diopter, was explanted from a female patient's left eye on (B)(6) 2017 due to poor post-operative refraction. No additional information provided.